Event description:
Apifix was notified that patient # (B)(6) had a revision/removal surgery with prof kevin lim today. Surgeon decided to remove all the implants for now and monitor. Patient is risser 5 now. Explanted implants are in good mid-c rod fully extended. Found a big area of tissue discolouration underneath mid-c as attached picture. Tissue specimen was sent for histology.